Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. Further monitoring of the patient and a potential commanded shock were discussed. This lead remains in service. No further adverse patient effects were reported.